Event description:
About a year ago, the pt started to experience a decline in symptoms relief. Every three months, the device was interrogated and lead 2 always showed a high impedance of 1400 ohms. As the months passed, the impedance value grew higher and the pt's symptoms got worse. At the last follow-up appointment, the impedance was greater than 4,000 ohms and the pt was hospitalized in 2009 for her gastroparesis symptoms. A lead revision was performed 2 days later. During the revision, the leads were taken out of the header block, wiped down, and reconnected. The impedance for each lead immediately read 413 ohms and for both leads the value was 523 ohms. It was felt that the screws had been loose and re-tightening them resolved the impedance issue.